Event description:
This is to report a possible failure of a medical device. Upon arrival of a pt to the hospital, it was noted that yellow portion of the stifneck select collar, manufactured by laerdal medical corp., was no longer intact. It had separated just lateral to the right bend which allows the collar to fit the chin. The ambulance crew reports this collar had not previously been used, and they did not cut the collar. There was no associated injury to the pt.